Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was not delivering insulin as intended, leading to a high blood glucose (bg) level in the 500s mg/dl with high ketones. Customer attempted to correct high bg with a pump bolus; when this did not work, customer delivered a manual injection. The customer reverted to an alternate method of insulin therapy.